Manufacturer narrative:
(B)(4). According to the complainant, the suspected device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a flexible ureteroscopy procedure in the left ureteropelvic junction performed on (B)(6) 2015. According to the complainant, the indication for the procedure was to treat a calculus left ureteropelvic junction obstruction. Reportedly, the laser unit used was a dornier medilas h20 with 1j x 12hz settings. During the procedure, the laser fiber degraded after 15 minutes of use. When the nurse went to remove the laser fiber connector from the laser unit, it was found that the laser fiber connector overheated and burned the nurse's hand. No intervention or treatment was required to treat the burnt site. It was also noted that the ureteroscope used was damaged. There were no patient complications reported as a result of this event.